Event description:
Reporter indicated that the patient has a diastolic blood pressure around 90 or 92. It was reported that in the past, it was between 60 and 70. It was reported that the patient is taking numerous medications. The doctor is in the process of doing a workup. Several attempts have been made to follow up with physician for further information and patient current status with no response to date (2 via voice mail message at physician's office, 1 via visit to physician's office-physician was not there).